Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery tests due to compromised force sensor system alarms. The insulin pump was received with the operating currents within specifications and passed the unexpected restart error test, self-test, and the displacement test. The insulin pump had partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the reservoir tube window corner, minor scratched lcd window, missing endcap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that paramedics were recently called in response to a blood glucose level of 27 mg/dl. The customer reported that she was driving, and was pulled over by police for sitting at a green light. The customer stated that police called paramedics who treated her. Customer also reported that the insulin pump was stuck in the fill tubing stage and was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 117 mg/dl. During troubleshooting, the customer confirmed that the drive support cap was protruding. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.